Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.